Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 40 mg/dl. The customer could not recall anything prior to the event. Troubleshooting was performed, and the daily totals were not in chronological order. Also, some of the dates were missing. The customer had stopped using the insulin pump per her health care professional's instructions. The insulin pump was out of warranty, and the customer was transferred to a specialist to discuss an upgrade. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.